Event description:
It was reported when using the bd pyxis medstation system the drawer was failed. The customer reported that half height drawer opens but entire drawer shows as "failed". The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4-1 was missing pockets. The field service engineer found that row board has no lights and hence replaced the row board to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.